Manufacturer narrative:
On an unknown date during the trial, the patient reported implant site irritation to the implanting clinician. The clinician found that the patient had been noncompliant to postoperative care instructions (covered and uncovered the bandage over the incision to view the leads). Following notification, the implanting clinician elected to extend the trial to ten (10) days rather than the planned seven (7) days. On a later follow-up call between the patient and implanting clinician (date unknown), the clinician instructed the patient's partner to lift the bandages to inspect the incision. The partner reported discharge and redness at the wound site. The clinician instructed the patient's partner to remove the leads; the patient's partner removed both leads. The patient then reported to the hospital and was provided with IV antibiotic (type, dosage, duration unknown). No cultures were taken at the hospital to verify the presence of infection. Based on this information, the infection was not confirmed/ replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the infection is due to patient noncompliance with post op care- user error. Device history record was reviewed and there were no non-conformance and product met specification at final release.

Event description:
Stimwave quality has investigated the details of a complaint regarding potential infection reported to stimwave on july 14, 2019, by distributor agent, who was made aware of the issue on this date via patient phone call.